Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5154037) on 05-aug-2024. The most recent information was received on 13-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure device placed and coil migrated into abdominal cavity. Currently in abdominal cavity") in a 46-year-old female patient who had essure inserted (lot no. 627291). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2008 she experienced device dislocation (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. Lot number: 627291 manufacture date:2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-aug-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority us FDA (reference number: mw5154037) on 05-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("essure device placed and coil migrated into abdominal cavity. Currently in abdominal cavity") in a 46 year-old female patient who had essure inserted (lot no. 627291). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2008 she experienced device dislocation (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.